Event description:
The customer experienced two quick-t anchors break during use. It was stated that the anchor stripped from the shaft and broke. The second anchor had the same thing occur. The site was not-pre-drilled prior to insertion of these anchors but anchor was tapped with a mallet. It was confirmed by sales rep. That three anchors stripped at the distal end of the inserter and were left proud in the humeral head. Free, broken pieces were removed using a grasper. The surgeon experienced a delay of 1 hour and 20 minutes to the arthroscopic rotator cuff repair as a result. The site was not pre-drilled prior to insertion, the "bone was de-corticated using shaver burr". Pt had hard bone quality. The t-bar broke as well. Breakage of the t-bar happened while securing the pre-tied knot under what appeared to reasonable tension. The t-bar did not snap directly in half, but rather the tip of the bar snapped off".